Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh removal on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh revision surgery on (B)(6) 2016 and another surgery to remove the mesh on (B)(6) 2016. It was also reported that patient experienced abscess, exposed mesh, abdominal pain, fever, chills, infection, recurrent hernia, bleeding and obstruction. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2016.